Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported their blood glucose levels rose to 13.5 mmol/l (243 mg/dl) while wearing the pod on the arm for between 5 and 24 hours. When the pod was removed, the cannula appeared bent and blood 'squirted everywhere'. Patient had to call an ambulance due to ketones (0.8 mmol/l). Patient was administering insulin doses every 2 hours from midnight until 6.00 a.m. Ambulance was requested because patient was feeling nauseous. The ambulance staff stayed with the patient and advised them to contact their general practitioner (gp). Emergency services did not provide the patient with any treatment and remained with them for 1 hour. The patient visited their gp and was placed under observation for 20 minutes.